Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8 and h3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error, air/water cylinder and tube had foreign objects, and the scope connector was dirty. Based on the results of the investigation, the definitive root cause of the identified issues could not be determined. However, it is likely the corroded plug unit led to the error message and image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message and there was no image. There were no reports of patient harm.